Event description:
On (B)(6) 2015, the reporter contacted lifescan (B)(4), alleging error 1. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 - 6/4/2015 device evaluation.the lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: an error 1 message was observed in the error log, but the error was not reproduced during the investigation. A secondary issue was also noted; the meter was found to have a damaged display. Cracked/broken lines with black marks were found on the lcd. Additionally a tertiary issue was also noted; the meter was found to have a low/dead battery. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.